Event description:
It was reported that the patient presented in clinic for a post implant follow-up. The patient was experiencing abdominal twitching. It occurred when the patient was lying down and after rising from a seated position. The left ventricular stimulation was reproducible in clinic on (B)(6) 2017. The left ventricular lead was reprogrammed. The patient presented in the emergency room on (B)(6) 2017 for further episodes of diaphragmatic stimulation. The lead was again reprogrammed. On (B)(6) 2017, the patient presented with continued diaphragmatic stimulation. The lead was reprogrammed again in clinic with no noted continuation of the stimulation. The patient experienced shortness of breath due to the diaphragmatic stimulation. On (B)(6) 2017, the patient presented in clinic for a follow-up. The patient was doing fine and will be followed up normally.